Event description:
Facility reported that there was as a blood leak on a reused dialyzer (# of reuse not made available.) Ebl was reported as 250 cc, as extracorporeal system was discarded. There were no adverse effects to pt. Sample discarded.